Event description:
Patient was implanted with a gore propaten vascular graft in the upper left arm, as a shunt prosthesis. The graft occluded within 24 hours. A thrombectomy was performed without success. The graft was explanted and discarded.